Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m55n8e. The ec60 device was received for analysis with no visual non-conformances and with an ecr60d reload present. The reload was received unfired. In addition the one piece sled was noted to be broken. The returned device was tested with a test reload for functionality. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the damage to the cartridge occurred, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the first firing. The device was removed by pulling the manual lever. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.